Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: error 224 on the screen, due to faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited error 224. There was no patient involvement.